Manufacturer narrative:
Concomitant medical product: 4568-45 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a systemic infection. A temporary pacing system was utilized for approximately one week until a new system could be implanted. No further patient complications have been reported as a result of this event.